Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that the pt was admitted with heart failure symptoms and eval of pump thrombosis.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.